Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc balloon catheter referenced in is being filed under a separate medwatch report number. Evaluation summary: evaluation of the returned product found blood and contrast on the coils and core which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a kink in the tip, 8 mm proximal to the tip ball. There were multiple bends through out the entire length of the core. These noted kink in the tip and multiple bends in the core are consistent with interaction with the lesion anatomy and/or other device and/or manipulation during the procedural attempts to remove the balloon catheter over the guide wire as there was no damage reported during inspection prior to use. The balloon catheter was returned with blood in the guide wire lumen and in the inflation lumen and contrast in the inflation lumen. The balloon was loosely folded and there was a tear in the balloon 4 mm distal to the distal balloon marker and extending proximally for an overall length of 9 mm. The shaft separated 1 cm distal to the guide wire exit notch. The separated portion was returned. The material at the tear was jagged. The inner member and balloon were bunched for an entire length of the balloon. The shaft was bunched proximal to the proximal balloon seal for a length of 4.7 cm. The entire length of the tip was bunched. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, analysis confirmed that reported difficulty as the guide wire was returned inserted in the guide wire lumen of the returned balloon catheter and was able to be removed with resistance noted. An attempt was made to backload the returned guide wire through the returned balloon catheter; but the guide wire would not advance past the bunched tip. The solder joints of the guide wire were measured with a hole gauge and met manufacturing criteria. The outer diameter of the guide wire proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. The inner diameter of the guide wire exit notch was measured with pin gauges and met manufacturing criteria. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. Overall, the reported difficulty appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that a voyager nc dilatation catheter (bdc) was inserted on a balance middleweight (bmw) guide wire, but could not be advanced to the sheath. There was difficulty removing the bdc and when the device was pulled off of the guide wire using a drape, the balloon came off of the bdc. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.